Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the reported condition that the device was making a grinding noise was confirmed. Ia visual and functional assessment was performed on the device which found that it overheated and was making a loud noise. During repair, it was observed that with the assistance of pde (ls), it was determined that the pawls retainer ring was rubbing against the inside wall of the nose tube which created the excessive noise and heat. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the motor device was making a grinding noise while in use with the attachment device. During in-house engineering evaluation, it was determined that the motor device overheated and was making a loud noise. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.